Event description:
It was reported the ett adapter is disconnecting from the tube causing a complete circuit disconnect.

Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. See scanned pages.